Event description:
Difficult advancing contra limb (r) due to large calcified intraluminal plaque over wire. Pull undeployed limb noticed small kink. Placed 16fr sheath above plaque, reintroduced graft, uneventful deployment after delivery; deployment catheter withdraw, noticed tip of device still in patient on the wire, was able to slowly pull wire back all the way down to sheath valve, then sheath was removed with tip inside, wire and tip were removed, case was completed by ballooning, completion angio with great results. No endoleaks, device remained in correct position. Copd, htn, huge hernia. Patient outcome - "patient had successful evar with great result. Added about 15 minutes to procedure time."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Difficult advancing contra limb (r) due to large calcified intraluminal plaque over wire. Pull undeployed limb noticed small kink. Placed 16fr sheath above plaque, reintroduced graft, uneventful deployment after delivery; deployment catheter withdraw, noticed tip of device still in patient on the wire, was able to slowly pull wire back all the way down to sheath valve, then sheath was removed with tip inside, wire and tip were removed, case was completed by ballooning, completion angio with great results. No endoleaks, device remained in correct position. Copd, htn, huge hernia patient outcome - "patient had successful evar with great result. Added about 15 minutes to procedure time."